Manufacturer narrative:
Checked as other for infection reported. The main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4) , implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a healthcare professional, via a manufacturer representative, regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s ins and leads were explanted due to an infection. It was unknown what factors may have led to the infection, as well as, what diagnostics were performed related to the infection. The issue was noted to be resolved at the time of the report. No further complications were reported/anticipated.